Manufacturer narrative:
Investigation- evaluation: henan meizhichaung med. Device in china informed cook that on (B)(6) 2021 the metal stiffening cannula in an ultrathane mac-loc locking loop biliary drainage catheter could not be pulled from catheter. The issue was discovered after the catheter was placed in the lesion site. Another set of drainage catheters were used to complete the procedure successfully. No other adverse effects to the patient have been reported. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection, functional test, and dimensional verification of the returned device, were conducted during the investigation. A visual inspection of the complaint device was performed. According to the device failure analysis (dfa), one ult8.5-38-40-p-32s-clb-rh was returned in a used condition. The stiffening cannula was within the drainage catheter upon return. The inner stylet to the stiffening cannula was not present. During table top testing the cannula could not be removed from drainage catheter. Upon pinching the distal tip of catheter and pulling on the hub of the stiffener, removal was successful. The suture string was intact and upon pulling taught, the loop was formed. The outer diameter of the metal stylet and the inner diameter of the catheter tip were measured and found to be within specification. Additionally, a document-based investigation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that there are controls in place for this failure. The device history record (DHR) was reviewed. The DHR for product lot 13722347 records no relevant non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook concluded that no nonconforming product from this lot exists in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ the customer informed cook that the stiffening cannula could not be pulled out from the catheter, but manipulation of the catheter tip released the cannula. Both the cannula outer diameter and the catheter tip's inner diameter measured within specification. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause of this event is component failure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional procodes: fge, lje. (B)(6). Reporter occupation: unknown. PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a male patient required placement of an ultrathane mac-loc locking loop biliary drainage catheter for a percutaneous transhepatic cholangiography drainage procedure. After the drainage catheter was placed in the lesion site, the metal stiffening cannula could not be removed from the catheter. The device was removed and replaced with another similar device to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.